Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.